Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant noted the following; procedure-related factors: use of mdm liner always carries revision risk in case of persistent dislocation problems. Patient-related factors fracture deformity of acetabular bone. Capsular damage hip after trauma, very high activity level. Device-related factors: none. Diagnosis: fracture deformity of the acetabular bone in combination with capsular damage of the hip after trauma and a very high activity level have contributed to considerable dislocation risk. The use of a mdm liner always carries a revision risk in case of persistent dislocation problems. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided x-rays by a clinical consultant concluded: fracture deformity of the acetabular bone in combination with capsular damage of the hip after trauma and a very high activity level have contributed to considerable dislocation risk. The use of a mdm liner always carries a revision risk in case of persistent dislocation problems. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient stated she was working out on an elliptical machine and left hip dislocated. The mdm liner dislocated from the inner head. It was reported that this was a second revision after a primary implant.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient stated she was working out on an elliptical machine and left hip dislocated. The mdm liner dislocated from the inner head. It was reported that this was a second revision after a primary implant.